Event description:
During implant, the right ventricular (rv) lead was placed and the pacing system analyzer showed a loss of capture and low pacing impedance. The threshold cable and df4 adapter were replaced but the issue persisted. A new rv lead was implanted and the event was resolved and the patient was in stable condition.